Event description:
Customer called to report that fluid was found underneath the front of the coulter ac.t diff analyzer. Customer was wearing gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue by telephone. Customer did not observe any leaks from the baths while running cycles on the instrument, but did find that a voltage error occurred. The cts then generated an onsite service call. The field service engineer (fse) inspected the instrument and found that the waste pump peristaltic tubing was worn through and leaking. The fse replaced the peristaltic tubing to address the issue. The fse also cleaned the wbc (white blood cell) bath and housing. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).